Manufacturer narrative:
The cpu board was requested to livanova deutschland for further investigation. Results revealed that the reported issue could not be reproduced.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He replaced the processor board and tested the device on a s5 system. He left it running for all night and the device worked properly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp shut off after about 10 min during procedure. The issue occurred twice. The device was switched out. There was no report of patient injury.